Event description:
Complainant alleged that while attempting to treat a patient that had a palpable pulse, the device issued a "shock advised" prompt for a heart rhythm (palpable pulse) they believe was non-shockable. The clinician subsequently did not administer the shock to the patient. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.